Event description:
Surgeon opened 5cc and it set prematurely, opened 10cc and same thing happened. There was a delay of 20 minutes as a result. No medical intervention was required.

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.